Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. Blood glucose at the time of event was 49 mg/dl. Current blood glucose was 244 mg/dl. Customer stated did not experience any symptoms related to low blood glucose. It was unknown that customer was using auto mode feature at the time of incident or not. Customer stated low blood glucose treated with food. The insulin pump will not be returned for analysis.